Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's pump and catheter were removed due to site not healing and the pump "coming out through the skin". The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.